Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05375. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted using a watchman® access system. Post procedure imaging showed no evidence of pericardial effusion. Two hours post procedure the patient experienced pericardial effusion with tamponade. The patient¿s blood pressure decreased. The effusion was noted to be approximately 1cm. Pericardiocentesis was performed and 500ml of blood was drained. A redon drain was applied for constant aspiration. About an hour later, another effusion of about 5-6mm occurred and another 250ml of blood was drained. The patient was administered 2 ery-concentrate blood doses and then the bleeding stopped. The next day it was confirmed with the physician that no additional pericardial effusions had occurred. The patient was stable.